Manufacturer narrative:
The returned device was evaluated and a damage was found with the exposed section of the soft cannula. The fluid path was inspected and signs of leakage were observed. The time and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl and that there was insulin leaking noted at the site. The pod was worn between 49 and 71 hours on the arm. No information was provided on how the hyperglycemia was treated.